Manufacturer narrative:
B5 - it was later reported that on (B)(6) 2024 the lens was exchanged with a longer length lens and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -7.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. The reporter reports observation of low vault. Lens remains implanted. In the reporters opinion the cause of the event was unknown. If additional information is received a supplemental medwatch report will be submitted.